Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No blank display noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display after receiving new battery cap. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated display did not returned. The customer was advised to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.